Event description:
It was reported through a user facility medwatch, with an unknown number, that during a sigmoidectomy, the staples fired but did not completely close and did not fully cut the tissue. The anastomosis had to be cut out to retrieve the staples. Surgery was prolonged due to the need for a hand-sewn anastomosis.